Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg needs to be recharged at least every 24 hours. Reprogramming did not resolve the issue. Follow up on the pt found that the pt reports adequate stimulation after the battery is recharged. However, the stimulation is no longer, effective as the battery power runs out. No further info is available at this time.